Event description:
It was reported the generator is being returned to the repair facility for the following reason: intermittently gives the constant tone. Biomed has done the diagnostic tests and can find no problems. The rep states this happens intermittently with multiple blades and handpieces. The rep and customer insist this unit be sent back for checkout. The account is requesting the following shipping material to send their unit back. Shipping box p/n 31133, quantity 1; packaging inserts, p/n 29656, quantity 2; packaging divider insert, p/n 31135, quantity 1; poly bag p/n 17857, quantity 1.